Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to physician discretion, as it showed an increase in the capture thresholds. This rv lead remains in service and no additional adverse patient effects were reported.